Manufacturer narrative:
(B)(4).

Event description:
It was reported a transfer set disconnected from the titanium adapter while the patient was asleep and performing peritoneal dialysis (pd) therapy, and the patient was subsequently diagnosed with peritonitis. The disconnection caused pd solution to leak out onto the patient's skin. There was no reaction as a result of the patient contact with the pd solution and the patient was able to clean the solution off of his skin without further issue. Following the disconnection, the patient used his fingers to pinch the catheter and reconnected the transfer set to the titanium adapter by screwing the transfer set back on and using tape. The cause of the disconnection was unknown. The patient kept his transfer set stored in a mesh belt when not in use. It was unknown how long the transfer set was in use prior to the disconnection. Four or five days following the disconnection, the patient experienced pain in his side and went to the emergency room (ER). The patient was given an injection of an unknown medication for the pain and was instructed to go to the pd clinic for further evaluation. The patient went to the pd clinic and had the transfer set replaced. The titanium adapter remained in use. The patient was diagnosed with peritonitis at this time and initially treated with oral cipro for 3 days. The patient was then switched to manual pd therapy and given cefazolin intraperitoneally (ip) (dosage and frequency were not reported). On a later date, cefazolin was discontinued and the patient was placed on vancomycin, ip, every 5 days (dosage was not reported). The patient was retrained on proper technique and what to do in the future if a disconnection occurs. At the time of this report, antibiotic therapy with vancomycin was ongoing. Pd therapy was ongoing. The peritonitis event had not yet resolved as the patient was still observing intermittent cloudy peritoneal effluent when draining during pd therapy; however the pain in his side had resolved. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The date of this event was unknown. A sample was requested, but had been discarded. A review of all batch record documents was performed with no issues noted during the manufacturing process. A follow-up report will be submitted if additional information becomes available.